Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the malposition of the device was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. It could not be determined if the extra manipulation to the aortic body that was needed to cannulate the contra gate contributed to the malpositioning or if it was unintentional user error of suboptimal placement. The patient was discharged home on the fourth post-operative day with renal insufficiency, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body, it was observed that the graft was positioned too high and was blocking flow to the renal arteries. The physician was able to pull the sealing ring collar down and stent the renal arteries. The two left renals had adequate flow restored while the right renal was dissected in the process. At the end of the procedure, the aneurysm was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.